Manufacturer narrative:
Evaluation results: one cadd solis vip was returned for investigation in used condition. A review of the event history log evidenced the following: "(B)(6) 2005 12:00:07 am medium alarm displayed: pump settings and patient data lost. (B)(6) 2005 12:00:12 am medium alarm acknowledged: pump settings and patient data lost. (B)(6) 2005 12:00:15 am info alarm: usb cable attached." The customer reported product problem was replicated. The error "pump settings and patient data lost" was duplicated at power up. The product problem was attributed to the internal backup battery been drained out. The customer may have left the pump sitting in the storage for a long period of time without powering up the device. The pump was powered for an extended period of time so the internal backup battery could charge. No parts were replaced. The problem source of the reported product problem was not definitively known. A root cause was there not established.

Event description:
It was reported that the pump exhibited alarm "settings lost" when turned on every time. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
B5 was updated to reflect no patient involvement.

Event description:
It was reported that the pump exhibited alarm "settings lost" when turned on every time. No patient involvement.